Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's mother called to report that she was put on the insulin pump on august 20, 2015 and then taken back off on (B)(6) 2015 due to high blood glucose levels. Customer's mother stated that the customer had seizures while on the pump. Customer's mother reported that the customer was hospitalized for high blood glucose levels and ketones on (B)(6) 2015. Customer's blood glucose levels at the time of emergency room visit was 720 mg/dl. Customer was wearing the pump at the time of emergency room visit. Product is not being returned or replaced.